Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for analysis. The attune fb tibial impactor was found to have several cracks, confirming the reported condition. Additionally, a chipped section was detected, fragment is missing in evidence. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the instruments found to be cracked during cleaning. No additional information available.